Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. Electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of an electrode belt malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one shock on (B)(6) 2021. It was reported that the patient was in the hospital at the time of the treatment event. The patient's ECG rhythm at the time of the treatment is unknown. The patient was receiving sd card faults (service code 104) on the days prior to the event. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient continued wearing the lifevest. Reporting event out of an abundance of caution as the patient's rhythm at the time of treatment is unknown.